Event description:
It was reported the device was explanted and replaced as the charge circuit was inactive resulting in long charge times. No patient complications were reported as a result of this event. A 3500a was received from the user facility reporting that the patient heard 'beeping' so went to the clinic. Interrogation revealed 'the charge circuit is inactive, therapies will not be delivered'. The device could not be reprogrammed and was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed a charge circuit time out, and confirmed that the device could not charge. Further analysis revealed that arcing had occurred on the transformer assembly. The overstress from the arc damaged a fast recovery diode, and a resistor in the transformer secondary circuit. The damage to the secondary circuit left the device unable to charge. It was reported the device was explanted and replaced as the charge circuit was inactive resulting in long charge times. No patient complications were reported as a result of this event. A 3500a was received from the user facility reporting that the patient heard 'beeping' so went to the clinic. Interrogation revealed 'the charge circuit is inactive, therapies will not be delivered'. The device could not be reprogrammed and was explanted. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Transformer, device was out of specification in a manner that relates to event, charge, failure to, charge times, delayed.